Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer alleged the pump did not deliver the appropriate basal amount. Customer's blood glucose (bg) ranged between 180-400 mg/dl. Reportedly, the customer adjusted pump settings in an attempt to resolve the issue, however, the issue persisted. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer continued to use the pump for insulin therapy.